Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of peritonitis was unknown. The patient was not hospitalized for the event. On the same day as the onset, the patient was treated with inj cefepime (1gm, continuously night bag and route not reported) for peritonitis. Treatment with cefepime was ongoing. On an unreported date, dianeal therapy was discontinued. The outcome of the patient was unknown. No additional information is available. This is report 1 of 3.

Manufacturer narrative:
(B)(4). This report involves the same patient as in (B)(4). Should additional relevant information become available, a supplemental report will be submitted.